Event description:
It was reported that remote monitoring alert was received for increased pacing threshold measurements of this left ventricular (lv} left ventricular (lv) lead and the patient was subsequently seen in-clinic. During the device data review, increased right ventricular (rv) lead threshold measurements were noted and loss of lv capture was observed. The patient was referred for diagnostic imaging and a potential system revision, but neither have yet occurred. The physician programmed off the auto-capture feature and are continuing with remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).